Event description:
Product does not attach properly to the infant, picks up irregular tracing, falls apart during use. Nursing staff agrees that EKG readings cannot be counted upon as being accurate. Staff members have to open several packages to obtain one good set. This is not cost effective.